Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) found that the device was losing power and rebooting after the customer accessed and closed the drawers. The 6-drawer pyxibus cable was found to be damaged which was the cause of station shutdown. The pyxibus cable was replaced, and the device was rebooted. All drawers were tested using the hardware test application, and the device was confirmed to be functioning properly to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, power failure on station. Customer tried to access a drawer, but whole station was shut down. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.